Event description:
Report rec'd from baxter states "the infusor was put in place week 49 (exact date unknown). When the pt came back to the center 24 hours later, only 5ml of the solution had been infused." Report states device contained an unknown concentration of 5fu, unknown diluent for a total fill volume of 65ml. Reporter states "no clinical consequences were reported." Although requested, additional info is not available at this time.

Manufacturer narrative:
The report indicates the sample is not available for eval. The reporting facility has been unable to identify the lot number involved in this incident.